Event description:
Patient experienced hematoma which was noted when micra introducer sheath was removed. Hemostasis was attempted with the coil, but the wire did not enter the bleeding area, so the attempt was abandoned. Hemostasis was stopped with a pci (percutaneous coronary intervention) balloon (7 mm in diameter and 4 mm in length) during which time thrombin injection was repeated under echo in the aneurysm, and hemostasis was completed, and the patient returned to the ward. It was suspected that the perclose device damaged the artery but it was reported that after a contrast study, the micra sheath had damaged the arterial branches. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).